Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after thr surgery had been performed on (B)(6) 2002, the patient experienced stem impingement to one (1) bipolar prosthesis 45/28 and dislocation of one (1) ceramic ball head 28s. This adverse event was treated by a revision surgery performed on (B)(6) 2025, in which the bipolar prosthesis and the ceramic femoral head were explanted and exchanged with a competitor liner and cup, and an oxinium head. Current health status of patient is unknown.

Manufacturer narrative:
H3, h6: the complaint device used in treatment was returned for investigation. A visual evaluation of the device was conducted, and it was concluded that the complained bipolar prosthesis was not returned completely at all, as some amount of the corresponding polyethylene (pe) locking ring is missing with some frayed like structures potentially tracing back to a reaming instrument when explanting the device during revision. The outer articular surface of the explant looks impeccable, apart from some light scratch marks, potentially originating from device extraction as well. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and no additional similar complaints for the same product number over the past 12 months with a similar failure mode. A review of past escalation actions found no events applicable to this complaint. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use (8115706 rev 0) states positioning failure of the component as a ¿potential medical device problem¿ and pain as a "potential adverse device effects" resulting from a hip arthroplasty. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. The root cause of the reported event remains undetermined. Due to insufficient information, it is not possible to indicate factors which could have contributed to the reported event. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded/retained. Additional information: d4 (lot number), d9.